Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, this emergent patient was implanted with a gore excluder aaa endoprosthesis. The next month, the patient underwent a reintervention to repair a distal type I endoleak. The patient tolerated the reintervention well.